Event description:
Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of the events reportability. This effort will continue until we are current. Reporter stated that this bed had no power, no alarm. There was no injury. Reporter stated that the power cord pulled out of the pcm, damaging the pcm. Rep stated that the account replaced the pcm to repair this bed.